Manufacturer narrative:
H.6. Investigation: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. DHR could not be performed due to the unknown lot#. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a geneworx pcr test method and the results were negative. There was no indication that results were reported out or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a geneworx pcr test method and the results were negative. There was no indication that results were reported out or any report of patient impact. (B)(4).